Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis also found battery high resistance. The pump was included in the potential battery performance population. Conclusion code ¿ is being updated for this event. Result is no longer applicable. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25 mg/ml of dilaudid at 10.190 mg/day and 10 mg/ml of bupivacaine at 4.076 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported the patient had a motor stall. The hcp noted that the patient reported that their pump was "beeping", but thought it was the construction equipment outside their house. The patient was going to the ER and had been admitted for a urinary tract infection and diarrhea. The patient had a history of clostridium difficile recently. It was initially reported on (B)(6) 2017 that the pump would not be replaced. The pump replacement was scheduled for (B)(6) 2017. Information was later received on (B)(6) 2017 that the patient's pump was replaced on (B)(6) 2017. Upon reading the pump, it was noted that the pump had stalled and restarted several times beginning on (B)(6) 2017. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was started back on a dose of 5 mg/day (25 mg/ml of dilaudid and 10 mg/ml bupivacaine). The pump would be returned for analysis. The patient's status was listed as "alive-no injury". Additional information was received on (B)(6) 2017 from the patient's hcp. It was reported that, related to the repeated motor stalls and recoveries, the patient experienced withdrawal symptoms. According to the hcp, the patient was elderly and hard of hearing, which might have been the cause of the patient confusing the pump alarm with other sounds, otherwise the cause was unknown. The hcp reported again that the pump was replaced on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Corrected to reflect the accurate event date. Updated to conform with best practices for event description. Updated to reflect the correct device explant date. Updated to reflect the most accurate initial reporter of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25 mg/ml of dilaudid at 10.190 mg/day and 10 mg/ml of bupivacaine at 4.076 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6)2017, it was reported the patient had a motor stall. The hcp noted that the patient reported that their pump was beeping. But thought it was the construction equipment outside their house. The patient was going to the emergency room (ER) and had been admitted for a urinary tract infection and diarrhea. The patient had a history of clostridium difficile recently. It was initially reported on (B)(6)2017 that the pump would not be replaced. The pump replacement was scheduled for (B)(6)2017. Information was later received on (B)(6)2017 that the patient's pump was replaced on (B)(6) 2017. Upon reading the pump, it was noted that the pump had stalled and restarted several times beginning on (B)(6)2017. It was unknown what troubleshooting or diagnostics were performed. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was started back on a dose of 5 mg/day (25 mg/ml of dilaudid and 10 mg/ml bupivacaine). The pump would be returned for analysis. The issue was not considered resolved at the time of the report. The patient's status was listed as alive-no injury. Additional information was received on (B)(6)2017 from the patient's hcp. It was reported that, related to the repeated motor stalls and recoveries, the patient experienced withdrawal symptoms. According to the hcp, the patient was elderly and hard of hearing, which might have been the cause of the patient confusing the pump alarm with other sounds, otherwise the cause was unknown. The hcp reported again that the pump was replaced on (B)(6)2017. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jul-21. The pump was returned to the manufacturer for analysis. Pump logs show that there were two motor stalls that occurred and recovered before the several that occurred starting on (B)(6)2017. One of the stalls occurred at 23:58 on (B)(6)2017 and recovered at 00:45 on (B)(6)2017. The other stall occurred at 01:45 on (B)(6)2017, with a tube set message at 01:45 on (B)(6)2017 and a recovery at 15:10 on (B)(6)2017. There were no further complications reported/anticipated.